Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a device elective replacement procedure. It was noted that the right atrial (ra) lead exhibited intermittent noise. The ra lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.

Event description:
New information was received indicating that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited intermittent noise, which resulted in over-sensing, pacing inhibition, and inappropriate mode switching.